Event description:
It was reported that the right ventricular (rv) lead was oversensing; there were short interval counts (sic) observed on the electrogram. It was noted that an inactivated rv lead was also present in the apex and lead-to-lead interaction may be causing the oversensing. No changes were made, the lead will be followed in three months, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).